Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five months post implant that a lead integrity alert (lia) was triggered due to short v-vs and high rate non-sustained episodes on the right ventricular (rv) lead. It was noted that it appeared the patient was in a fast ventricular arrhythmia/rate at times and also t-wave oversensing (twos) at times. The rv lead remains in use. No patient complications have been reported as a result of this event.